Event description:
It was reported by the rep that the (1) lcsc5 was used during a lap nephrectomy procedure. It was reported that the blade stopped working. It was used with an old handpiece. A steady tone was experienced, troubleshooting was performed, and it was determined that the blade stopped working. The case was finished shortly thereafter with cautery on reusable scissors. There was no pt consequence.